Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 94 mg/dl. Product is not being returned ord replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.